Manufacturer narrative:
(B)(6). Patient age at time of event: over 18 years old. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was difficulty removing the delivery system and damage was noticed on the delivery system. A left atrial appendage closure (laac) procedure was performed. The 27 mm watchman ® laa closure device was deployed. After the first deployment the device seemed well compressed in the distal part, while the proximal part was protruding outside the laa ostium. At first the protrusion was acceptable, so the operator performed a tug test that showed that the device was not stable. After the tug test, the device came further proximal requiring a full recapture. The delivery system was removed and irrigated. During the irrigation the delivery system and the preloaded device were inspected to check there was no damage to both. They decided to try for a second deployment attempt with the same device, since they were sure about the correct device size. The physician recovered the alignment with the pigtail catheter and then deployed the device. The position was still not good and it was very similar to the first deployment so another full recapture was performed. The recapture was difficult as well as the subsequent delivery catheter removal and the physician felt high resistance. When the catheter was removed it was noticed that it was completely flattened and there was a little hole in the distal part, probably due to the fixation barbs folding. A new 27 mm device and delivery system was used. Finally the physician was successful in reaching the very distal laa lobe and the device was deployed successfully. There were no patient complications reported.